Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: d4: exp. Date. H3, h4, h6: device history lot: part: 04.009.356s. Lot: 3700426. Manufacturing site: mezzovico. Release to warehouse date: 21.feb.2011. Expiry date: 01.feb.2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h4: investigation summary investigation selection investigation site: cq zuchwil. Selected flow(s): 2. Device interaction/functional and 3. Damaged: visual / examples: deformed/bent/cracked. Visual inspection: upon visual inspection of the complaint devices it can be seen that the instrument showing some damage on the proximal end by the dynamic/static locking options (holes) on the outer diameter. Furthermore, the far proximal end ¿connection part¿ (for insertion-handel) is visibly deformed from hard use (colour is faded on this section) which could contribute to a misalignment, this thus confirming the complaint description. Functional test: because of the damage, a function test is not possible anymore. Document/specification review: drawings and revisions are in accordance to DHR of production lot. All relevant features are defined on the used drawing revisions of DHR of production lot. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Summary: a device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in february 2011. No ncrs were marked in the DHR during production. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place or/and that excessive force led to this damage. To prevent such problems, it is necessary to operate according to the technique guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient details: sex/gender - male provided for reporting. Remove explant date (device was not successfully implanted). Physical manufacturer: provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(64) 2019: updated event description: it was reported that on (B)(6), 2019, due to a mismatch of an expert a2fn nail and the zig(insert-handle for a2fn), there was difficulty for an unknown hip screw to pass through the nail during fracture fixation procedure for subtrochanteric fracture. The nail was removed and a new nail was inserted as the previous nail got damaged because of improper alignment of zig and nail. The procedure was successfully completed. There was a 60 minutes surgical delay. Patient status is stable. This complaint involves three (3) devices.

Manufacturer narrative:
Expert a2fn ø10 r cann l380 tan light gr part: 04.009.356s lot: 3700426 quantity: 1 upon visual inspection of the received device, investigation will be conducted by cq (customer quality) department. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, due to a mismatch of an expert a2fn nail and the zig(insert-handle for a2fn), there was difficulty for an unknown hip screw to pass through the nail. The issue occurred during fracture fixation surgery for subtrochanteric fracture. The procedure was successfully completed by removing the nail. A new nail was inserted and it was discovered that the previous nail was damaged because of improper alignment of zig and nail. There was a sixty (60) minute surgical delay. Patient status is stable. This report is for one (1) expert a2fn nail 10 r cann l400. This is report 1 of 3 for (B)(4).